Manufacturer narrative:
H6: additional information suggest that d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laryngeal fiberscope procedure, "the fibroscopy sheath ruptured during laryngeal fibroscopy over the larynx. The distal end became detached. Recovery of the distal end as it remained on the fiberscope, avoiding inhalation of plastic foreign body into the airway. The procedure was completed with backup product. There is no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a large plastic sleeve. The pouch was open from 3 of 4 sides when returned. The lens was detached from the distal end of the sheath and was returned in a plastic tube/container. The distal end of the sheath had no lens intact, instead, there was an opening/hole observed at the distal end of the sheath. There were traces of a clear residue observed at the distal end of the sheath. The functional test could not be performed due to defective condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.